Event description:
It was reported to gore by our distributor conmed, the complainant felt, on multiple occasions, the gore viabil biliary endoprosthesis occluded prematurely. No time frame of occlusion was conveyed.

Manufacturer narrative:
Gore attempted to acquire information required for this form. Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking, trending and follow-up.